Event description:
The customer reported via phone call that he had a no delivery alarm. Customer's blood glucose was 113 mg/dl. Customer stated that the tubing line is stocked up. Customer was doing a set change when he received the no delivery alarm. Customer reported that the alarm was resolved by an infusion set change. Customer stated that he had the issue yesterday but he corrected it with a set change. Customer does not want to return the set or reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.